Event description:
The customer reported that after 15 applications, the device knife would not retract. The device was not applied to tissue when this occurred. There as no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2012. The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.